Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had blood glucose levels ranging from 300 mg/dl to 400 mg/dl. The customer reported symptoms of nausea treated with a 3.5 unit bolus. Partial troubleshooting occured, advised to call back when tubing clamps were delivered to complete troubleshooting.